Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine generator change, there was difficulty removing the atrial lead from the atrial port of the pacemaker. It was noted that the atrial port screw was unable to be undone. The atrial lead was cut and both the lead and device were explanted and replaced. Patient was stable before, during, and after the procedure.